Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary intravascular lithotripsy procedure with a 6f sheath. Reportedly post procedure, a proglide device was placed however, persistent bleeding was observed post-deployment. Manual compression was applied for 45 minutes, followed by the application of a femostop gold device. After 2.5 hours, the femostop was removed, but bleeding recurred, prompting another 45 minutes of manual compression and re-application of the femostop for an additional 3 hours. Hemostasis was ultimately achieved 5 hours and 45 minutes after the initial application of the femostop. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.